Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured near the suture sleeve. This was noted during a routine patient visit. No adverse patient effects were reported. As a result the lead was explanted.

Manufacturer narrative:
Upon return, visual observations noted only the proximal segment of lead was only returned, approximately 23 cm in length. Setscrew marks were noted on the terminal pin and ring. The suture sleeve tie-down location was approximately 20.5-23 cm from terminal pin-both coils (anode and cathode) appeared fractured at distal end of the returned segment, at the distal end of the suture sleeve. The anode wire showed indications of overload, while the cathode wire shows indications of fatigue. The majority of the fracture surface for both wires was mechanically damaged. The field allegation was confirmed through analysis.

Manufacturer narrative:
The lead was expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.